Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination shows the implants have part number 220223214e but the labeling has 220222210e. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A non-conformance report had been opened in order to further investigate no indications of manufacturing or design related problems were found during the investigation. A review of the labeling did indicate an abnormality. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that upon opening of the device package it was noticed that the implant was larger than the trial. Upon inspection of the implant it was found that the device was a different size than what was on the label. The surgeon used a different size implant to complete the procedure.